Manufacturer narrative:
(B)(4). Results: the platinum coil and core wire were fractured and the proximal end of the bulb was damaged. Conclusions: evaluation of the returned device revealed the platinum coil and core wire were fractured and the proximal end of the bulb was damaged. This damage may have occurred due to forceful handling of the sep8 during use. If the sep8 is forcefully retracted against resistance, damage such as this may occur. The cat8 mentioned the complaint was not returned for evaluation. Penumbra separators are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure for a deep vein thrombosis (dvt) using an indigo system separator 8 (sep8). During the procedure, the physician made some successful passes using the sep8 through an indigo system aspiration catheter 8 (cat8). However, while manipulating the sep8 outside of the cat8 within the vein, the physician experienced resistance and decided to remove the sep8. While the physician was inspecting the sep8, the bulb of the sep8 fell off. Therefore, the procedure was completed using a new sep8 and the same cat8. There was no report of an adverse effect on the patient.